Manufacturer narrative:
Product complaint # (B)(4). Upon review of the information provided, it was concluded that this event does not meet the FDA defined criteria for a reportable event and is being considered not reportable. Additional information requested and received: during which firing stroke did the event occur? The first. Did the device lock-out (no staples deployed and no cut line started)? No, first staples deployed. Or, did the device start to deploy staples and cut but could not be completed (partially fire)? First staples deployed before using the device on the abdomen cavity, no contact with the patient. To clarify "the branches did not open": do you mean that the jaws would not open? After testing the jaws open if so, was the device locked on tissue with the jaws closed? No. If yes, how was the device removed? What troubleshooting steps were attempted to open the device (e.g. Squeezing the closing trigger while simultaneously depressing the anvil release button)? Using reverse button. Did the jaws eventually open? Yes.

Manufacturer narrative:
Product complaint #: (B)(4). Batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date, a supplemental medwatch will be sent. The manufacturing record evaluation was performed, and the manufacturing criteria was met prior to the release of this batch/lot. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date, a supplemental medwatch will be sent. To clarify "the stapler is locked": during which firing stroke did the event occur? Did the device lock-out (no staples deployed and no cut line started)? Or, did the device start to deploy staples and cut but could not be completed (partially fire)? To clarify "the branches did not open": do you mean that the jaws would not open? If so, was the device locked on tissue with the jaws closed? If yes, how was the device removed? What troubleshooting steps were attempted to open the device (e.g. Squeezing the closing trigger while simultaneously depressing the anvil release button)? Did the jaws eventually open?

Event description:
It was reported that the stapler is locked, after the charge mounted. The branches did not open. No damage to the patient because the event occurred earlier than surgery.